Manufacturer narrative:
An event of air embolus was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 30mm amplatzer cribriform occluder was implanted. Post implant while still in the cath lab, the physician noted an air embolus that traveled to the right coronary artery on fluoroscopy.